Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation, the pulse pins were bent in the receptacle. The root cause for the bent pins could not be positively identified. There is no indication that the device malfunction contributed to an adverse event.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing.